Event description:
The customer reported the coulter lh 780 hematology analyzer was failing daily checks for volume, conductivity, scatter (vcs) module and the light scatter (ls) offset was elevated. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/21/2015. The fse found that the ls sensor and the ls preamp were not working properly. The fse replaced the sensor and the preamp, which resolved the reported issue. The repairs were verified per established procedures. (B)(6).